Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: 115313, comp rvsr shldr glnsp +3 36mm, 295770. 00435006500, 65 d ret 36mm vit e lnr +0mm, unk. 115313, comp rvsr shldr glnsp +3 36mm, unk. 118000, 25mm versa-dial taper adaptor, unk. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07552.

Event description:
It was reported that the patient underwent a total reverse shoulder arthroplasty. Subsequently, the patient was revised due to disassociation of the glenosphere. During the revision, the glenosphere and poly were removed and replaced. It was noted by the surgeon that the center screw for the baseplate could be rotated, indicating it may not have been fully inserted during the primary procedure, thus contributing to the disassociation. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products: 00435006506 65 d ret 36 mm vit e lnr +6 mm lot # 62847889v, 115313 comp rvsr shldr glnsp +3 36 mm lot # 295770, 180550 comp lk scr 3.5hex 4.75x15 st lot # 965490, 180551 comp lk scr 3.5hex 4.75x20 st lot # 771980, 180555 comp lk scr 3.5hex 4.75x40 st lot # 374160, 180560 comp nlk scr 3.5hex 4.75x30 st lot # 251780, 00434901013 humeral stem 10 mm stem diameter 130 mm stem length lot # 63508925. Complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. No screws were returned for evaluation. The poly, taper and glenosphere were returned for evaluation and visual inspections identified only cosmetic defects, such as scratches. X-ray review: current x-rays do not show definite signs of screw loosening or backing out; however, superior off-set of the glenosphere could be consequence of component loosening. This assessment is limited by lack of earlier x-rays showing initial surgical position of the screws and glenosphere root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.